Manufacturer narrative:
Patient information and vent serial number were requested, but not provided.

Event description:
The customer reported that the ventilator alarmed with oxygen not available. The customer reported that the unit was in use on patient, but there was no patient harm.